Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section: patient data - height 130 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the prosa valve. The patient underwent a shunt system implantation on (B)(6) 2015. Later, the valve was noted to be over-draining and not adjustable. The valve was removed on (B)(6) 2019. Additional information was not provided. Associated medwatches: (this report -prosa valve), 3004721439-2019-00103.

Manufacturer narrative:
Associated medwatches: 3004721439-2019-00104 , 3004721439-2019-00103. Manufacturing site evaluation: the prosa was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received; no significant deformations or damage of the valve were detected during the visual inspection. The valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.345 mm, outside the tolerance. Permeability test- the test has shown that the valve is permeable. Adjustment test - the valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer - controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve is not operating within the acceptable tolerance. Results - after the tests, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve is operating in an over-drainage state, likely due to the deposits observed inside the valve. We cannot confirm the non-adjustability based on our test results. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and resultant defect of the brake force could not be determined through our investigation. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.